Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Was reported that out of range issues occurred between the transmitter and pump. The customer replaced the sensor to address the issue. Tandem customer technical support (cts) advised customer to contact cts should any future issues arise. There was no reported adverse effect to the customer's blood glucose level.